Manufacturer narrative:
(B)(4). The fsr replaced the broken occluder head end cover assembly and completed the pm. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. During the laboratory evaluation, the product surveillance technician (pst) observed the cover to be broken where the latch attaches and the latch cannot be attached to the cover. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the occluder head had a broken cover assembly. There was no patient involvement.